Event description:
It was reported that the patient experienced a brain hemorrhage, which ultimately resulted in death. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure, the patient had a dilated right eye pupil and was lethargic. Imaging revealed a brain hemorrhage. No additional surgical intervention was performed. The patient was placed on comfort care and ultimately passed away.

Event description:
It was reported that the patient experienced a brain hemorrhage, which ultimately resulted in death. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure, the patient had a dilated right eye pupil and was lethargic. Imaging revealed a brain hemorrhage. No additional surgical intervention was performed. The patient was placed on comfort care and ultimately passed away.

Manufacturer narrative:
Updated fields: h6: evaluation method codes; evaluation conclusion codes.